Event description:
It was reported the impella rp was pulled back from the proper position by the medical staff when they placed a femstop. The physician made several attempts to reposition the pump, but all attempts were unsuccessful. The patient began to decline, so the physician decided to place a new impella rp one day after the original impella rp was pulled out of position. It was reported the patient continued to decline on the new pump. The decision was made to withdraw care, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the original impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-17970 was provided in sections b1, b2, b5, h1, and h6.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that the patient was on impella rp for pulmonary circulation support. It was reported that impella rp pulled back in the right ventricle. The surgeon opted to remove the impella rp followed by placing a new device. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.